Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. (B)(6).

Event description:
The customer reported that the ventilator went inop while in use on patient. The customer reported that the unit was in use on patient , but there was no patient harm.